Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination was performed on the pouch. The area where a hair was initially noted was found to be marked. This area was visually inspected and no foreign matter was found. The seals were inspected and found intact. The pouch was opened and a 1.5 cm long hair was found underneath the product label, inside the pouch. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that the a hair was found in the package. A 105/10 renegade¿ hi-flo¿ kit was selected for use. During preparation, the nurse noticed a hair in the sterile packaging of the device. The procedure was completed with another with same device. No patient complications reported.